Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2012. The lead was replaced due to the high impedance, and the generator was replaced prophylactically. Since the explanted generator had been disabled since (B)(6) 2011, the newly residing generator was not immediately turned on following replacement. And diagnostics were not performed in the operating room prior to the replacement. The generator and lead were received by the manufacturer on (B)(6) 2012, however product analysis has not been completed to date. The return product form was also received which confirmed the full replacement surgery on (B)(6) 2012 and the reason for surgery was reported as "high lead impedance/disconnection" in (B)(6) 2011.

Event description:
Product analysis for the generator and lead were completed. In the lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During analysis of the lead, the reported high impedance was not verified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The exact point in time of when this occurred is unknown.

Event description:
It was reported that high impedance as observed during a diagnostic test. The company rep advised the physician to obtain x-rays and to sent to the MFR for review, but they have not been received to date. The pt is not having painful stimulation, but the pt does fall and hit her head when she has seizures. The pt's vns was disabled and has been referred for generator and lead replacement surgery. However, it has not occurred to date. Clinic notes were received which revealed that the pt's seizure frequency increased in (B)(6) 2011. Some of the seizures were described as grand mal and others with arms flailing and red face. In addition, the pt has had some tonic seizures, and some of the seizures cluster up to six in a row. The generator is being replaced prophylactically, as it has been implanted for 3.5 years and since the lead is being replaced, the pt's physician wanted to replace the generator at this time as well. F/u with the physician's office revealed that the pt's increased seizures were first observed on (B)(6) 2011. The physician attributes the increased seizures to the loss of vns stimulation, and the seizures are reportedly above pre-vns baseline. No causal or contributory programming changes, medication changes, or other external factors are believed to have preceded the onset of the increased seizures. Although generator and lead replacement surgery is likely, it has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.